Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The battery had reached normal elective replacement indicator. A replacement would be scheduled.